Event description:
The customer reported that while the unit was in use on a patient, during transport, the unit generated an autofill failure, electrical test failure #50 and system failure messages. Therapy was continued. No pt injury was reported.